Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that drawer had the bad controllers. A field service engineer, replaced the controller board and latch of drawer 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system door failed to open. The customer stated that patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this incident.